Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that she was hospitalized due to diabetic ketoacidosis, with blood glucose levels greater than 600 mg/dl. The customer felt that the insulin pump was working as designed, and declined troubleshooting. Nothing further was reported.